Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The hand piece for the burr wasn't working so I switched it to foot pedal and it worked. After the case I noticed that the magnet was missing under the trigger. Maybe a surgical delay of a minute.

Manufacturer narrative:
Reported event: the event reported that a partial knee end effector was missing its trigger magnet and the foot pedal had to be used. A 1 minute delay occurred. Device evaluation and results: visual inspections shows a missing trigger magnet. The attached figures show failure. Dimensional inspection: visual inspection confirmed the failure. Functional inspection: without the magnet, the end effector is non-functional. Device history review: review of the device history records indicate 23 devices were manufactured and accepted into final stock on 06/24/2016 with no reported discrepancies. Complaint history review: review of complaints within the trackwise database for p/n 111758, l/n 19340515 show nine (9) other complaints related the device failure. The pr's are 1251987, 1255632, 1257569, 1268420, 1308330, 1385575, 1385576, 1398597, and 1450015. Conclusion: the failure mode was confirmed. Material analysis was performed on other devices of the same part number and results showed the parts had no adhesive remains at the sidewalls of the cavity and very little remnants at the base of the cavity for those devices that were underwent magnet disassociation or loosening. Corrective action / preventive action: nc 1454143 has been closed for the failure mode of magnet disassociation exceeding the acceptable occurrence rate. CAPA 1454425 has been initiated for the failure mode.

Event description:
The hand piece for the burr wasn't working so I switched it to foot pedal and it worked. After the case I noticed that the magnet was missing under the trigger. Maybe a surgical delay of a minute.